Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported cause was not known. Patient was seen again and had removed battery. For about a week. Then when it was turned on showed no info for the past and the programs all messed up. Reprogrammed, agent was going to start procedures on (illegible) with ins to remove replace with current model to get effective mode out of patient. No response since appointment. For issue resolution, patient stated "yes and no".

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the device had been malfunctioning since saturday afternoon. Patient stated that the ins wouldn't turn off or turn down. Patient said that it felt like the stimulation spiked and was almost at its max. Pt said that they would turn the stimulation down a little bit, however the stimulation would go right back up. Patient also said that when they turned the stimulation off, the stimulation turned off for a second and then the stimulation went right back on. Patient mentioned that they reset the controller, however that didn't resolve the issue. Pt said that they tried recharging the ins, however the ins was already fully charged. Pt said that the ins was not currently fully charged however. Pt said that they had a new hcp that they met once, however they weren't able to get a hold of hcp yet. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirm ed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt said that the controller light was flashing red. Agent had the pt unlock the controller; pt saw the batteries screen with the controller at 100% and the ins at 50%. No error messages had appeared on the controller whatsoever. Agent had the pt exit out of the batteries screen. Pt saw the main therapy screen with group a active and surrounded in green. Pt had programs 1-4 on group a. Pt said that they had gone into each program and adjusted each program individually, however pt said that the stimulation levels would just go right back up after they had decreased them. Agent had the pt check to see if adaptivestim was on; pt confirmed that adaptivestim was on. Agent reviewed adaptivestim functionality with the pt. Pt turned off adaptivestim. Pt said that they then turned the ins off, however the ins automatically turned back on. The issue was not resolved. Agent advised the patient to follow up with healthcare provider regarding the reported issue.